Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/20/2014 with the following findings: a review of the pump history revealed congruent and correct dates. Blood glucose (bg) readings were present in the data download. The complaint of inaccurate dates and records was not duplicated. No defect was found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that the when the pump was downloaded in the health care practitioner¿s office it was showing future dates. The reporter denied having to reset the time and date on the pump with battery changes. The health care practitioner did not see the blood sugar readings in accordance with the pump download and recommended the pump be replaced. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.